Event description:
A company representative was observing surgery and reported that the patient experienced a capsulotomy tear that required an anterior vitrectomy. The representative noted that the laser room felt extremely warm (approx 75-80 degrees f). During the capsulotomy laser treatment the bubble pattern had two areas with no noticeable photodisruption. In the operating room the capsulotomy had two areas of adhesions. The surgeon was able to manage the capsulotomy removal, however, after cortex removal, a capsular tear was evident. The surgeon implanted an anterior chamber intraocular lens and performed an anterior vitrectomy. There was no further complication or injury to the patient. Upon further discussion, the surgeon stated he pulled the attached area centrally with the cystotome.

Manufacturer narrative:
Based on available information the capsulotomy adhesions were likely attributed to the high temperature of the laser room. The cause of the capsular tear was attributed to the surgical technique of pulling centrally rather than circumferentially. No testing was performed as no parts were returned. The device history records were reviewed and there were no unusual findings related to the reported complaint issue. (B)(4).